Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#unknown); sigpshell sig power sigpshell control shell - (lot#unknown); unknown egia su unknown endo gia sulu - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, prior to patient use, there was no problem with the exterior of the adapter and the cartridge loading, but the cartridge was not recognized even after replacing the cartridge. A new adapter was used with the same handle, shell and reload to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the adapter was then disassembled and it was determined that the proximal flex cable was damaged.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a handle, clamshell, adapter, and a reload. The adapter was noted to be connected to the clamshell and handle, and the blue unload switch was fully advanced. The reload looked to be correctly loaded into the adapter; however, the handle was displaying the used clamshell swimlane, a green adapter swimlane, and the indication to attach a reload. The second returned picture contained an alternate view of the handle display. Functional testing found that the blue unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had 48 of 50 procedures remaining. The adapter was connected to an rpa clamshell and signia handle running v29.6 software, and the device calibrated correctly. An rpa smart reload was attached to the adapter but was unable to be recognized. The adapter was then disassembled, and it was determined that the proximal flex cable was damaged. It was reported that the reload was not recognized. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.